Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump gives insulin flow blocked message. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay. Thus software was utilized and downloaded trace/history files properly. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. However, the insulin pump alarmed pump error 63 during the self test due to broken trace at keypad assembly. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. No delivery alarm (7) was found in history downloaded during normal bolus on 07/24/2021 03:18:31.000 to 06:40:01. Device was cut open and found traces of moisture on the motor assembly and force sensor. No moisture damage on the electronic assembly noted during visual inspection. In summary, the insulin pump alarmed pump error 63 during self test. Also, customer received multiple no delivery (7) alarms during normal bolus delivery according to the device history download due to moisture damage on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. Customer states that they got recurring insulin flow block message every time. Customer states that they replaced their infusion set. Customer suspects that their pump was the one causing the issue of insulin flow block alarm. Customer also mentioned that they got bolus not delivered message. Customer confirmed that the reservoir lip ring was intact and cannula of the infusion set was not straight. Customer had tried all recommended troubleshooting steps. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.